Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An empty opened foil, needle-suture pieces, a winding former with three used re-parked needles, and needle-suture combinations were returned for analysis. During the visual inspection of needle-suture piece, the swage and attachment area of needles were as expected. Marks were observed on the needles and the ends of the sutures appear to be cut from use of a surgical instrument. The other sections of the sutures were not returned. A functional test was performed, and the tensile force was above the minimum requirements. Additionally, the used needles were examined, and the swage and attachment area were as expected. Needle-sutures combinations were examined, and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along the strand with no defects, damaged or suture breakage observed. A functional test was performed, and the tensile force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the needle-suture combinations, no breakage of suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2018 and suture was used. The suture was broken at a knot during interrupted suturing on the fascia. Another needle-suture was used for the patient. Further details are not provided. There were no adverse consequences to the patient.